Event description:
In late 2008, the pt reported receiving an e4 (occlusion) error. To troubleshoot, the pt was instructed to disconnect from his infusion site and to prime. He received an e4 error. He then removed the infusion tubing and primed through the adapter without error. He stated that the infusion tubing was less than 6 days old and the infusion site was less than 3 days old. No physiological effects were reported. Further attempts to follow up with the pt were unsuccessful. The pt called back ten days later, and stated that he continues to experience e4 errors while bolusing. He stated that when this occurs he disconnects from the infusion site and primes and receives an e4 error. He then removes the infusion tubing from the infusion device, and he is able to prime without error. He stated that he is also able to clear the error by removing the insulin cartridge and pushing the plunger with a pen until insulin emerges from the infusion tubing. He stated that he believed the issue may be related to the piston rod of the infusion device. He was advised to switch to his backup infusion device for troubleshooting. Upon follow up on the next day, the pt stated that he switched to his backup infusion device using a new insulin cartridge and infusion tubing. The infusion site had been in use since nine days after the origianl date, and the adapter and been in use for 2 weeks. At 1:00pm, he received an e4 while attempting to bolus 8 units of insulin for lunch. He stated that he removed the insulin cartridge and pushed the plunger with a pen to clear the error. Due to this his blood glucose was elevated to 521 mg/dl. He agreed to be contacted by a trainer for additional assistance. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
Method and results: no product will be returned for evaluation.